Event description:
Pt experiencing tubing disconnecting from the infusion set. Caller indicated that pt's blood glucose was not affected. Caller did not report pt receiving any medical treatment to address the issue. Caller indicated that pt observed the separation when she switched out the tubing. Caller indicated that she did not have any product to return.